Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft for chronic type b aortic dissection. It was reported that proximal type I endoleak was suspected during the procedure. The endoleak had been monitored. The patient tolerated the procedure. On an unknown date, enlargement of aortic diameter due to suspected proximal type I endoleak was observed. On (B)(6) 2021, this patient underwent reintervention. It was reported that no endoleak was identified by angiography. An additional stent graft was deployed. The patient tolerated the procedure. The physician stated that the endoleak suspected ia was observed by computed tomography image.